Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the system faulted while sitting idle. The staff stated it was giving a blue fiber cable message on the screen. The patient was not in the room. The staff cycled system power and disconnected all blue fiber cables. The staff power cycled the tower, robot and both console circuit breakers for one minute. The staff to cycled the tower, robot and consoles in standalone mode. Each component powered successfully with solid blue power button led. The staff cycled each component off and reconnected all blue fiber cables. The system faults returned on system power up. The staff requested for the system to be checked. The staff moved the system out of the room to use another system. The procedure was aborted to another da vinci with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse started up the robot, which had difficulties powering on with no error. There were 31089, 307, and 170 errors as well as a ¿robot not connected to tower¿ message on the screens. At times, it would turn off by itself. There was no led light present near the blue fiber cable in the back of the robot or the tower. The robot common compute controller (ccc) board was identified as a potential root cause due to 307, 31089, and 170 errors identified in the logs. The fse replaced the robot ccc and programmed the robot. Ccm files were present. After completing testing, the robot was able to start up in normal mode with no errors present. The system was released back to the robotics coordinator. There was no root cause identified during the field evaluation for the ccc issues. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was analyzed and the reported issue was confirmed and replicated. The issue is not associated with an error code, so it could not be confirmed via the error logs. The ccc was visually inspected, where no issues were found. The unit was then taken to a programming station, where it was confirmed to be bricked. The board needed to be manually forced into recovery mode to confirm it was bricked. As a result of these findings, the root cause was determined to be a bricked ccc. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue.